Manufacturer narrative:
Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/114) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/114) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. All display connections were re-set. The fse checked all functions of the iabp and ran it for 2 hours without issue. The iabp functioned properly. The iabp was returned to the customer in good working condition and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) display was flickering. There was no patient involvement, and no adverse event reported.